Event description:
The reporter stated that the surgeon attempted to insert an aa4204vl one piece silicone lens. Prior to insertion into the eye the lens leading haptic tore. The tip of the cartridge had pt contact. The incision was enlarged to insert another lens.